Event description:
Patient's parents contacted dexcom technical support on (B)(6) 2014 to claim no audio output on (B)(6) 2014. At the time of the call to dexcom technical support, no medical intervention or injuries were reported. Additionally, at the time of the call, dexcom technical support advised patient's parents to test the alert functionality and patient reported alerts were not functional. Dexcom issued an rga for the patient's parents to return the device to be investigated.

Manufacturer narrative:
(B)(4). Evaluation of the returned device was performed. An external visual inspection was performed and there were no observations found related to the customer complaint. A review of the receiver data log was performed and there were no errors found related to the reported complaint. The receiver failed the test functionality confirming the report of no audio output. The receiver passed an interior inspection. The root cause was determined to be defective speaker sub assembly.